Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" error alarm noted. No delivery alarm functioned properly. Unit had normal operating currents and no unexpected off no power or low battery alarm noted. Unit had minor scratched lcd window.

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. The customer was treated with manual injection and changing set. The customer also reported that she had a no deliver alarm due to bent cannulas. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.